Event description:
It was reported to medtronic minimed that the customer received sensor updating alert and mentioned pump was not working as it did not went to auto mode. The customer reported no adverse event. The event involved product(s) 78893-01, mmt-1884. Troubleshooting was performed for sensor alerts. No harm requiring medical interventions were reported. The products 78893-01 will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test sc1-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Customer alleged not confirmed for pump unable to pair to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.